Event description:
A report was received that a trial patient was experiencing increased pain and stiffness at the lead incision sites. The patient reported experiencing headaches and pain at the lead site with the stimulation on or off. The patient was seen by the physician nurse because the patient had removed the bandages prior to the end of the trial. The nurse cleaned the area with betadine and re-applied the dressing. The patient went to the ER the next day and the trial leads were removed. On (B)(6) 2012 the patient saw the physician to complain of a headache and lower back pain. The patient had a fever and was admitted to the hospital. The patient was prescribed treatment of IV pain medication and IV vancomycin antibiotics and keflex oral antibiotics. The patient was discharged from the hospital on (B)(6) 2012 and was to continue taking medication. The patient reported feeling better but was still continuing to take nafcillin antibiotics.

Event description:
A report was received that a trial patient was experiencing increased pain and stiffness at the lead incision sites. The patient reported experiencing headaches and pain at the lead site with the stimulation on or off. The patient was seen by the physician nurse because the patient had removed the bandages prior to the end of the trial. The nurse cleaned the area with betadine and re-applied the dressing. The patient went to the ER the next day and the trial leads were removed. On (B)(6) 2012, the patient saw the physician to complain of a headache and lower back pain. The patient had a fever and was admitted to the hospital. The patient was prescribed treatment of IV pain medication and IV vancomycin antibiotics and keflex oral antibiotics. The patient was discharged from the hospital on (B)(6) 2012 and was to continue taking medication. The patient reported feeling better but was still continuing to take nafcillin antibiotics.

Manufacturer narrative:
Additional information was received that the patient is healing and reportedly doing well.

Manufacturer narrative:
The patient was prescribed treatment of IV pain medication and IV vancomycin antibiotics and keflex oral antibiotics. The patient was discharged from the hospital on (B)(6) 2012 and was to continue taking medication. The patient reported feeling better but was still continuing to take nafcillin antibiotics. Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm. The explanted lead was not returned to bsn as they were discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.